Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device could not be telemetered. External visual inspection was unremarkable. The device case was opened an individual components at or near the battery were out of specification. Visual inspection noted that the trim resistor for the reference of current and voltage was missing. It was found within the inside of the device casing adhered to the telemetry coil.

Event description:
It was reported that this pacemaker was explanted for normal battery depletion. No adverse patient effects were reported. The device was returned for evaluation.